Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and had high blood glucose levels of 25.3 mmol/l . It was reported that the customer had current blood glucose levels of 18.3 mmol/l. It was reported that the customer experienced positive results in ketones, nausea, vomiting, abdominal pain and difficulty breathing. Troubleshooting was performed. The customer was advised to treat per health care professional. Product is not expected to return.